Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device was explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device was explanted and replaced with non-allergan brand. This record relates to the right side.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device was explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
Continued phone number e1: (B)(6). Continued fax umber e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.